Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5151819.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedance on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedance on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned linear lead was analyzed, and it was reported that visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is two centimeters from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. Sc-2317-70 (sn: (b)(6.) The returned linear lead was analyzed, and it was reported that visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is two centimeters from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint.